Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported cut flap is thin or thick; side cut does not go up to surface during a lasik flap procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No logfiles were provided, therefore the whole treatment period was reviewed. Due to close cooperation device review with the field service engineer (fse) a device malfunction could be excluded. There is no indication a device malfunction caused or contributed to the reported event. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye. (B)(4).